Event description:
The device was found ruined in the external sheath tip, this fact made very difficult to navigate the access and led to the surgical conversion of the femoral access. Moreover, at the end of the procedure the device was unsheathed, and I found that the support wires where not inserted correctly inside the device eyelet before proceeding with the step 3. Patient outcome: "we decided to change the device for a not spoiled one that we had as backup. The patient was treated successfully."

Event description:
The device was found ruined in the external sheath tip, this fact made very difficult to navigate the access and led to the surgical conversion of the femoral access. Moreover, at the end of the procedure the device was unsheathed, and I found that the support wires where not inserted correctly inside the device eyelet before proceeding with the step 3. Patient outcome: "we decided to change the device for a not spoiled one that we had as backup. The patient was treated successfully."